Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl to 495 mg/dl and the pump alarmed no delivery. The customer was treated in the emergency room with an IV. Troubleshooting was performed and found that the pump is operating as designed and the pump was able to rewind and prime. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer declined high blood glucose troubleshooting. The product will not be returned.